Event description:
The customer reported that during an open colectomy, the device would not seal. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.